Event description:
Boston scientific received information that during the implant procedure of this patient's pacemaker system the patient's lung was punctured, which resulted in additional hospitalization. The cause of how is exactly happened has not been reported. No further patient complications have been reported. The implanting physician had been contacted and they were unsure if the patient had a pneumothorax prior to the case being started. At this time, we are unable to refute our products involvement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.